Event description:
It was reported that removal difficulties were encountered, and stent dislodgement resulting in additional intervention. The 70% stenosed target lesion was located in the severely tortuous and moderately calcified coronary artery. A 2.75 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent was dislodged while being pulled back into the guide, trying to re-cross the device becoming snagged on the ca+ nodule and was stuck against the edge of the roofed guide catheter. The procedure was completed with this device without any patient complications reported.